Event description:
In 2006, the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. In 2008, the aneurysm ruptured due to a type ii endoleak, and surgery was performed to replace the original devices with a dacron graft (manufacturer unknown). The patient expired an hour after the procedure.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Aneurysm ruptured due to type ii endoleak. Additional devices: pxc181200/04137358; pxc141400/04041758.